Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the customer noticed a consistent problem with the wall thickness or od (outside diameter) in transition tubing pump boots in this pack. There were 500 occurrences of this reported noted; the customer has approximately 500 cases per year. The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no harm to the patient, as this occurred during set-up.

Manufacturer narrative:
Terumo did not receive the actual device. Samples received for similar complaints have been evaluated and were found to be within specification. Terumo is working with the supplier regarding issues with tubing consistencies. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).